Event description:
I had bard mesh implanted in 2007 by dr. (B)(6). He used 30 "p-tacks" to do an indirect inguinal hernia repair most of which are bouncing around in my abdomen and have done severe damage to my organs. They are not safe for use on the organ side of your peritoneal lining. I'm not sure if he fastened them somewhere or just dropped the clip in there as is there appears to be some other items left behind as well. And either the bard mesh has deteriorated and is plugging up my sweat pores as it comes out or there is other stuff left behind that is. I've struggled with finding a dr. Who is honest in this country and will properly diagnose or treat me for sixteen years, and since it's your job to investigate these claims I'll leave it up to you to figure out what is going on. A simple ultrasound would tell the story I do believe. I have all medical documents to back up these claims and also lot numbers of mesh and "p-tacks" use and hospital the where implanted. Thank you. I still have yet to be properly diagnosed for anything due to the huge working partnership and conflict of interest among medical supply companies doctors and their peers. Maybe you would care to support justice and help regulate some of these issues. Ram medical, c.r. Bard, autosuture. Lot number: hurb0002. Expiration date: 01-mar-2013. Implant date: (B)(6) 2013. Reference report: mw5118447.